Manufacturer narrative:
Section b2: outcomes attributed to adverse correctd. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log file confirmed the increases in pump power and flow; however, a specific cause for these events could not be conclusively determined. The submitted log file contained data and events from 14jun2024 through 26jun2024. Slight elevations in pump power and flow were observed on 17jun2024, 20jun2024, and 26jun2024 with values reaching up to 8.4 watts and 11.6 liters per minute (lpm), respectively. No other notable alarms or events, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the low speed limit (lsl) for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as considerations for when there is a risk of bleeding. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section, under "preimplant procedures" and "implant procedures" also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU also provides an explanation of all pump parameters, including pump power and flow. The document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Gradual increases in power may signal thrombus in the pump and depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. In addition, device flow and power generally retain a linear relationship at a given speed. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: corrected. B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a computed tomography (CT) scan in april revealed outflow graft (ofg) stenosis. On (B)(6) 2024, the patient's inr goal was adjusted to 2-3 due to the ofg stenosis. Their inr goal had been 1.7-2.5 due to frequent gastrointestinal (gi) bleeding in the past. It was noted that the patient had a history of ofg thrombus (related MFR # 2916596-2023-03451) and pump thrombosis (related MFR # 2916596-2017-01928). On (B)(6) 2024 log files were submitted for episodic high flows and power. The customer reported that the patient was asymptomatic but that the elevated pump power was an intermittent and ongoing issue for this patient. There had not been any further incidences of elevated powers, but team would consider re-visiting the outflow graft narrowing noted in april if there were continued issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had episodic high pump flows and pump power. The patient had a history of gastrointestinal (gi) bleeding and outflow graft thrombus. The patient had outflow graft stenosis.